Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope jet tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the up/down knob cannot be locked securely due to wear of forceps elevator lever, switch 1 has a cut, the image has a white dot due to damage on charged couple device unit, plastic distal end cover has a scratch and dent, adhesive around light guide lens has a chip, connecting tube has a wrinkle, and universal cord has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.